Event description:
Reportedly, after fired, the anvil did not tilt and the tissue also was not cut completely and the instrument could not be removed from the rectum tube. Cut the anterior wall of the intestine a little and retrieved the anvil. The fragment was reinforced with the hand sewing. Procedure: lower anterior resection.